Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire inside of the device, a guide sheath was also stuck on the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath had multiple bends and kinks. The device was completely dismantled when received, including the handle being taken apart. It showed that the mid-shaft was stuck inside of the guide sheath that was returned with the device. There was a. 035 guidewire stuck in the lumen of the device that was protruding from the end of the guide sheath approximately 43 cm. The pull grip was broken. The stent was returned deployed inside of the sheath. The inner liner was kinked. The device was viewed and the handle was opened to find additional damage. It was noticed that the mid-shaft was separated from the retainer clip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent elongation and catheter entrapment occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa) with lots of plaque. A 0.035 x 250 cm amplatz guidewire was placed. After predilation with a 3 x 100 mm sterling balloon catheter, a 6 mm-150 mm/130 cm innova¿ stent was advanced to the lesion. Thumbwheel was turned with normal force until the white arrow was visible, then while the pull grip was used to attempt to deploy the next half of the stent, the blue handle broke. The stent was deployed elongated. Upon removing the device, the stent delivery system stuck with the guidewire and was removed with the guidewire together. The procedure was ended and no other device was attempted. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent elongation and catheter entrapment occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa) with lots of plaque. A 0.035x250cm amplatz guidewire was placed. After predilation with a 3x100mm sterling balloon catheter, a 6mm-150mm/130cm innova¿ stent was advanced to the lesion. Thumbwheel was turned with normal force until the white arrow was visible, then while the pull grip was used to attempt to deploy the next half of the stent, the blue handle broke. The stent was deployed elongated. Upon removing the device, the stent delivery system stuck with the guidewire and was removed with the guidewire together. The procedure was ended and no other device was attempted. No patient harm was reported.